Event description:
It was reported that after completing 47 radiation treatments, the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to the pump not working appropriately. It was indicated that the patient had not contacted a physician yet for medical advice. No additional information was reported.